Event description:
It was reported that the customer received a few button error alarms in the past few days. He took the battery out and received a failed battery test. He also received a weak battery alarm. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms noted. The insulin pump had an intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.